Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) alleging that the test strips, lancets and owner¿s booklet were missing from her onetouch ultra2 kit. The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The following complaint was classified based on information obtained from lifescan customer service. The patient claimed on (B)(6) 2014 at approximately 12pm she noticed that the items were missing from the packaging. The patient reportedly manages her diabetes with a combination of metformin pills and insulin (unknown type/dose) reported that she increased her dosage of insulin as a result of the alleged issue. Although the patient denied developing any symptoms, she claimed she went to the emergency room (ER) at approximately 2pm, where her blood glucose was tested using a hospital meter, but the patient could not recall the result obtained. The patient reported that she was treated by an hcp with additional insulin, unknown type/dose. At the time of troubleshooting, the cca noted that items were indeed missing from the packaging. The closure seal on the outside was intact. A replacement was sent to the patient. Although the patient denied developing any symptoms of high or low blood glucose excursion, this complaint is being reported because the patient required treatment of insulin from a health care professional after not being able to check her blood glucose.

Manufacturer narrative:
Follow-up # 1 ¿ (10/16/2014), the patient¿s meter has been returned on 10/07/2014 and evaluated by lifescan product analysis on 10/10/2014 with the following findings: the meter involved with this complaint had no testing performed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.